Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the one day post implant evaluation, the sensing of this lead had decreased and an x-ray showed the product had dislodged. For this reason, a revision took place and the lead explanted as helix issues were then observed and the lead unable to be secured. An insulation issue was also suspected as blood infiltration was noted upon explant. A new lead was implanted without incident and the explanted lead intended to be returned for analysis. Both the implant and revision procedures were noted to have been performed in absence of any boston scientific support.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with body fluid contamination around the tip area. Testing was then completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix functionality was not tested due to the dried blood and body fluid retained on the lead's surface/tip area. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead passed testing and no product manufacturing anomalies were observed.

Event description:
It was reported that during the one day post implant evaluation, the sensing of this lead had decreased; x-ray confirmed the product had dislodged. For this reason, a revision took place and the lead explanted, as helix issues were then observed and the lead was unable to be secured. An insulation issue was also suspected, as blood infiltration was noted upon explant. A new lead was implanted without incident and the explanted lead returned for analysis. Both the implant and revision procedures were noted to have been performed in absence of any boston scientific support.